Event description:
The customer tested her blood glucose using her contour usb and contour meters. The usb read 162 mg/dl, while the other contour read 90 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer performed control tests while troubleshooting and the results fell within the normal control range. No product will be returned.